Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. According to the tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Device not returned.

Event description:
It was reported that the pump became unresponsive after being submerged in water. Customer's blood glucose level was not impacted by the event. Reportedly, the customer reverted to an alternate form of insulin therapy.